Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh), the device's jaws jammed shut on a couple of occasions. The surgeon was unable to open the jaws. The knife blade was extended but did not protrude beyond the edge of the jaws. It was reported that there was no tissue in the jaws at the time and the device was not applied to the tissue at the time when the issue occurred. Another device was reported to have been used successfully with the same generator. There was no patient injury.